Manufacturer narrative:
Sample analysis: no eval has been performed on the complaint sample as it has not been returned from the user to date. The root cause can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
The device labeling described the device to be a 2mm x 4cm embolization coil. The user indicated the coil was reportedly larger in the package. The coil has not yet been returned to the MFR for eval. No harm was reported.